Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was noted during follow-up that the ICD had delivered therapy for atrial fibrillation rapidly conducted in the ventricle. In some cases the device had delivered therapy as though the events were supraventricular tachycardias and others as though the events were ventricular tachycardias. The device was reprogrammed to resolve the issue. The patient is well.